Event description:
Major pump unit(s) involved: device thrombosis.

Event description:
Major pump unit(s) involved: device thrombosisadditional text: unknownspecific component(s) involved: other component malfunction, specifyadditional text:other component: unknowncausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type: